Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited loss of capture. Programming changes were performed. The patient was in stable condition.